Event description:
The pt underwent a bilateral subcutaneous mastectomy in 5/75 with immediate reconstruction using the gel-filled implant, 350cc. The implants became hard within the year and in 12/78, open capsulotomy was done and replacement of implants with saline, 275cc was done. There is progressive discomfort with the implants with burning and itching deep to the implant, especially in the lateral aspect, with achiness in the external area which has become tender to touch. These symptoms are much greater on the right side. The pt also complained of short-term memory loss and difficulty with keeping details correctly at work. She has arthralgias, rash, dry mouth, dysphagia, and fatigue. Rheumatology work-up has diagnosed her with fibromyalgia syndrome. The physical examination shows class ii contracture on both sides with very thin skin over the implants and the implants were placed under subcutaneous skin. However, due to fibromyalgia which is most commonly seen in pt with symptoms and silicone gel implants as wel as chest wall pain and itching and burning around the implants, it is medically necessary to remove both implants and to do a total capsulectomy.